Event description:
It was reported that the user experienced repeated low blood glucose readings while using the ilet, with fingerstick and pump readings trending from 139 mg/dl to 108 mg/dl, 88 mg/dl, and as low as 68¿77 mg/dl, and was advised to consult a healthcare professional; oral glucose was discussed as treatment. Symptoms included urgent low glucose and urgent low soon alerts. Outcomes included the need for immediate corrective action with carbohydrate intake. Investigation included troubleshooting and education with the user. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that no device malfunction was confirmed and that user education and clinical follow-up were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.